Event description:
A customer contacted beckman coulter inc. (Bec) and reported that their unicel dxc 800 pro synchron clinical system generated one (1) low total protein (tpm) result. The specimen was re-tested on a different instrument and a higher tpm result was obtained. The low result was not reported out of the lab. There was no change to patient treatment or diagnosis.

Manufacturer narrative:
The specimen was collected in a bd vacutainer tube and tested when it was fresh. Qc was within 2sd, but on the high side of the mean. A field service engineer (fse) was dispatched on (B)(4) 2011 and replaced the modular chemistries (mc) regulator valve. No additional information is available regarding this event. The root cause of this event is unknown. An MDR 2050012-2011-07282 is associated with this event.